Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had issue with interface carefusion coordination engine (cce) communication. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had issue with interface carefusion coordination engine (cce) communication. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced interface carefusion coordination engine (cce) communication issue. A technical support specialist (tss) confirmed that the es on version 1.8.0 experienced intermittent errors affecting system functionality because certain es services were not functioning correctly. Tss followed the knowledge article (ka) ¿med es server messages not processing concurrent error¿, transferred dsserveroltp and pyxis external inbound processors service logs to electronic protected health information, restarted bd pyxis external inbound processors service, bd external messaging, all.net services on the es server, and both cce services on the cce server. The senior engineer confirmed that after the services were restarted, the error did not reoccur. The system functioned as intended after the technical support specialist troubleshot the device.